Manufacturer narrative:
On 26-jan-2026, the manufacture date of 11-dec-2022 was added to section h4. Furthermore, on 3-feb-2026, the product investigation was completed. It was reported by fse (field service engineer) that the issue was resolved by replacing faulty patch unit and power supply unit with replacements that were delivered to the account. It was confirmed that addition on site cases support was performed, and no map shift issues were observed. The suspected patch unit and power supply unit were requested for investigation by the manufacturer, but the fse confirmed that both the patch unit and the power supply unit have been scrapped. Therefore, no further investigation could be performed. The system is ready for use. A manufacturing record evaluation was performed for the system (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 system and during the procedure a map shift was identified. The map was approximately 2-4 mm off. No error messages were noted. The map shift was discovered after remapping and comparison. There was no patient movement, arm repositioning, coughing, changes to the patient's breathing, or cardioversion prior to the map shift. Further details regarding troubleshooting methods were not provided. No patient consequences were reported. The carto 3 system was used for 6 subsequent cases without issue as well.